Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. The patient underwent a combined procedure consisting of triclip implantation and left atrial appendage occlusion (laao), performed with intracardiac echocardiographic guidance using a philips 3d ice catheter. A pericardial effusion was noted prior to the procedure. The transseptal puncture was performed in the fossa ovalis, inferior and posterior to mid, and the patient was in sinus rhythm at the time of the procedure. Heparin was administered during the procedure, with activated clotting time (act) levels reported to be above 350, and the amplatzer amulet device was partially recaptured twice during deployment. A few hours following completion of the procedure, a pericardial effusion was identified at the apex of the left ventricle, and cardiac tamponade was concluded to be present; the physician subsequently treated the effusion with pericardiocentesis, after which the patient was reported to be stable. Protamine was administered during or after the procedure. On (B)(6) 2026, follow-up communication with the physician indicated that the patient continued to do well without further issues. The physician reported that, in his assessment, the pericardial effusion was not related to the ice catheter or the triclip procedure and was instead believed to be associated with the amplatzer amulet device used during the left atrial appendage closure portion of the procedure.